Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 126 mg/dl. The customer recently changed from using humalog to novolog and this was the first time using novolog with the pump. Customer successfully changed out the cartridge and infusion set tubing. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion.